Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only the proximal segment of the lead was returned. Dried blood was noted in the lumen. The conductor coils were deformed and stretched. The cathode coils were fractured 329mm from the terminal pin. One inner coil was fractured 270mm from the terminal pin. The anode coils were melted from use of electrocautery. The cathode and anode coils were cut. The inner and outer insulation revealed damage.

Event description:
Boston scientific received information that during a revision procedure for the right ventricular (rv) lead, the right atrial (ra) lead became dislodged. An attempt was made to reposition the ra lead, however, the helix did not retract. An attempt to explant the lead was unsuccessful as the lead fractured. It was noted that the portion remaining in the patient was successfully explanted and discarded at a later time.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--